Event description:
It was reported that this left ventricular (lv) experience a dislodgement, as a result the pacing thresholds were high. This lead was explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted after a dislodgement was found that cause high pacing thresholds. This lead was successfully replaced. No additional adverse patient effects were reported.